Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. A labeling review cannot be completed due to no product catalog number provided. The device was not returned.

Event description:
It was reported that the catheter became blocked after several days. This occurred despite being irrigated every other day. The caregiver cut the catheter open and it was full of grit.